Manufacturer narrative:
The device is extremely badly damaged with friction marks and torn parts. Also , usage exceeded expected product life. It should be used only 1 year.

Event description:
It was reported during the procedure the switchcut reamer became wedged in the 4.5mm cannula/drill sleeve. We then opened a second switchcut and instrument set. As surgeon was drilling the switchcut reamer again got stuck in the sleeve and he couldn't proceed. Surgeon had to switch to arthrex to complete the procedure. 1 hour and 30 min delay.